Event description:
It was reported that the protective rubber seal collar around the wire broke. This was noticed during cleaning process, therefore no pt involvement. The break in the collar would allow water and other fluids to enter the battery compartment.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated (B)(4) 2012. Device (s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filling this report shall be filed on a supplemental MDR. Mfg evaluation revealed the sample was rec'd with the cord protection cover at the bottom of the battery pack abrupt. Visual inspection revealed the cord protection cover at the bottom of the battery pack was pulled out of the housing. The reported issue is indicative of excessive drag force and lateral stress during usage. However, the exact cause of the occurrence is unable to be determined. The complaint is deemed indeterminate from a mfg standpoint. A review of the device history record did not show conditions that could have contributed to the reported event.